Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the monopolar curved scissors instrument insulation was found to be chipped at scissor tip. The procedure was completed with no reported injury. (B)(4) followed up with the initial reporter and obtained the following additional information: the customer noted the report received regarding this instrument is that upon inspecting instruments prior to starting the case it was found that the sheath insulation had several chips in it. Site personally reviewed this instrument and found this to be true. There is no way to determine when this actually happened.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found the primary failure of the scratched tube extension to be related to the customer reported complaint. The instrument tube extension exhibited signs of scratch marks/abrasions at the distal end. No pieces were missing. The tube extension scratch marks measured roughly 0.55¿ x 0.44¿. Additionally, the instrument was found to have blade damage. Both blade edges were indented, which prevented the blade from closing. The complaint was confirmed by failure analysis.